Event description:
Procedure: laparoscopic hernia repair. When the surgeon removed the deflated distension balloon a portion of the balloon tore and remained in the patient. The surgeon removed all pieces of the balloon. No patient injury reported.